Event description:
It was reported that a request was made to review a potential integrity issue with this right ventricular (rv) lead. This patient experienced inappropriate anti-tachycardia pacing (atp) and shock therapy during multiple recorded episodes that showed non-physiologic noise. Additionally, a gradual rise in capture threshold was observed. Fluoroscopic imaging suggested a possible lead fracture near the distal portion, although this could not be confirmed. Subsequently, this rv lead was surgically abandoned. No additional adverse patient effects were reported.